Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A label review was conducted and it was found to contain the appropriate warnings, cautions and directions for use. Since the sample is not available for evaluation; the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
The sample is not available for evaluation. Lot number is unknown: therefore a batch review cannot be performed. If any additional information becomes available a follow up medwatch will be submitted. (B)(4)

Event description:
Baxter clinical cost consultant phoned in a report on (B)(6), 2010 of a customer facility that was experiencing the clearlink luer coming unscrewed from the set. The cost consultant stated this issue is most likely a user error type situation as this facility was never trained on the product and its use. A nursing network person has been sent to the facility for some inservicing. It is unknown when the reported condition occurred. There was no patient injury or medical intervention associated with this report. No additional information was available.